Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed and error icon, in addition to an adverse event that occurred. The patient stated that as a result of the error message he had a hypoglycemic event that resulted in patient calling an ambulance and being treated by a paramedic with a glucagon shot. No long term injury. The date of event is an approximation as the patient did not t recall date. At time of contact the patient's condition was well. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.